Event description:
It was reported that after insertion of the iab, the patient was being transferred to a bed when the tubing became caught and the sutures were torn. The iab was repositioned and pumping continued for two hours when pump high pressure alarms were noted. The pump was exchanged, but the alarms continued. As a result of this, the iab was removed. There were no patient complications.